Event description:
It was reported the instruments were used during a laparoscopically assisted vaginal hysterectomy. It was reported the rep was called into the or room to be shown a cartridge with a single run of staples unfired. Rep returning instrument which was used with reload. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973552. Visual inspections & results: batch number, k00w6k; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condtion of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that returned cartridge had broken towers, which indicate a wedge band bypass. No conclusion could be reached as to how this damage occurred. Instrument was returned in good physcial condition. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.